Event description:
It was reported that after flushing the inner lumen of the guide, the guide cracked at the curve position. The guide was removed and the case was completed successfully with another guide. The pt suffered no adverse effects from this incident